Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on (B)(4) 2014. Medtronic investigation of returned suspect device finds that the adjustment screw threads are stripped in the middle of the travel not allowing the clamp face to set. The clamp face is also slightly bent to one side. The reported event was confirmed to be caused by the physical damage of the screw threads.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A site representative reported that a spine clamp instrument had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.